Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the suture became dislodged from the needle (the needle remained in the jaw of the instrument. Another stitch was used. There was no bleeding reported in excess of 250cc and the case was not extended by more than 30 minutes. There was no unanticipated tissue loss.